Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 450cc mentor memorygel breast implant, catalog #3544507, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants. Bilateral rupture was confirmed by magnetic resonance imaging on (B)(6)2017. As a result, bilateral prosthesis replacement with mentor gel implants was performed on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient¿s breast implants were not ruptured. (B)(4).

Manufacturer narrative:
A supplemental report was submitted on 4/26/2018 with additional information, however, the corrected coding derived from this additional information was erroneously omitted. This error was discovered on (B)(6) 2018, and therefore will be used as the alert date for this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/9/2019 mentor became aware that this complaint is a duplicate of: report submission number asr-q4-01-31-2018/report identification number ip-00077482. All further supplemental reports will be submitted under this complaint file. Manufacturer¿s reference number: (B)(4).